Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to rail failure. A field service engineer replaced failed rails to resolve the issue. The contact information was kept blank due to the reported issues that were found by the engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had failed drawer rails, preventing user from removing the required medications. The customer confirmed that there was no delay in issuing medication to patients. There were no adverse events or injuries reported based on this event.